Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable. Manufacturing quality plan.

Event description:
During attempted implant of an optease vena cava filter via the jugular vein, difficulty was experienced inserting the sheath introducer due to the severe tortuosity of the vessel. Once the sheath was inserted, the filter was advanced via the obturator through the sheath, but one of the barbs of the filter pierced through the sheath during advancement. The device was then removed from the pt, and the procedure was completed with another product (detail unknown). There was no adverse event and the pt is in stable condition. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.